Manufacturer narrative:
Customer reported that flags for missed measurements did not trigger as they were supposed to for the patient. Investigation reviewed the data logs associated with the time flags should have been generated. Further investigation identified that the time based workflow rules (adherence flags) run in batch (500/hr). This was different than what was expected and the program generated the error as a result of too many queries, resulting the flags not triggering. Engineering has developed a corrective action associated with this issue. The corrective action is being deployed to the affected customers.

Event description:
User facility reported that flags for missed measurements did not trigger as they were supposed to for this patient. The clinician did not indicate any harm or consequences to the patient as the result of this issue.